Event description:
It was reported that multiple cartridge alarms occurred (alarm 19) during the load sequence with multiple cartridges. Customer¿s blood glucose level ranged from 159 mg/dl to 249 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.